Manufacturer narrative:
Batch review performed on 18 september 2025: lot 2417804: (B)(4) items manufactured and released on 15-oct-2024. Expiration date: 2029-10-03. No anomalies found related to the problem. To date, 10 items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by medacta medical affaris manger: 2 days fater primary cementless thr, a femoral fracture occurs. The quality of the radiograph supplied does not allow a proper evaluation of the situation. However, a reported comment from the surgeon says that he thinks it could have been a technical problem during surgery. Most probably, poor bone quality and the non-negligible weight of the patient were also contributing factors. No reason to suspect a faulty device. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Femoral fracture detected two days after the primary. The surgeon reported that it could have been a technical problem during primary. All components successfully revised and a plate was placed on the femur 7 days after primary.